Manufacturer narrative:
The associated device was returned and evaluated. A visual inspection of the returned device noted deformation and scratches on the surface of the patella. Two of the pegs have sheared off. Cement is still adhered in the cement pocket. A lab analysis was completed with the following results: the purpose of this investigation was to examine the returned patella component and attempt to determine the reason for loosening. No destructive testing was carried out. The as-received genesis ii resurfacing 38 mm patella has cement well bonded inside the patella cement groove and the cement appeared debonded at the patella component/bone interface. The patella component has burnishing and deformation on the articulating surface that could have occurred from articulation. The patella component has two of the three peg sheared away from the component and the third peg was deformed all likely after loosening. A sheared away peg was returned. The cause for the debonding of the cement/bone interface could not be determined from this investigation or the available information. After the evaluation, the root cause for the reported issue could not be determined. No further investigation is warranted at this time. (B)(4).

Event description:
It was reported that a revision surgery was performed to replace the patellar component that had become dislodged.